Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The pump was received with vibrator rattling due to vibrator adhesive not adhering.

Event description:
The customer reported via phone call of excessive no delivery and vibrator anomaly from the insulin pump. The customer's blood glucose reading was 128 mg/dl. The customer received multiple no delivery alarms. The customer stated the alarm was resolved by a complete set change. The customer stated that the pump did not vibrate during bolus. Customer was assisted with the vibrate test and it did not pass. The insulin pump will be returned for analysis.